Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling phase in a laparoscopic procedure, the stapler cut but did not deploy the staples when the surgeon used the stapling device. There was unanticipated tissue loss as a result of the problem. The surgical time was extended by more than 30 minutes due to the product problem. It was noted that cystectomy and neocystostomy were needed to prevent a permanent impairment of a function. The procedure was completed using another manufacturer's product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the loading unit was fully applied and the interlock was engaged. Microscopic inspection noted damage to the knife blade and cracks on the surface of the single use loading unit (sulu). The sulu was then loaded with staples from a test loading unit. The sulu was then loaded into a test device. The sulu and test instrument were applied to test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage and cracks on the surface of the sulu may occur if the loading unit was applied over an obstruction or thick tissue during clinical application. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.